Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set did not fit tightly to the minicap which resulted in iodine leakage. It was further reported that there was a separation between the female connector and main body of the transfer set. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. The reported separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. Functional testing including leak, clear passage and clamp function testing were observed; leak testing identified a leak beneath the returned minicap. The transfer set was retested using an in lab minicap with a leak beneath the cap indicating damage on the female connector. The reported leak was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.